Manufacturer narrative:
Corrected data: e1 and d9. This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as the malfunction could not be reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had faulty interface and no image when connected to a choledochoscope. The issue occurred during reprocessing. There were no reports of patient harm.